Event description:
A report was recevied that the patient is having weaker stimulation on the right lead. The patient had a fall (not device related) and the physician believes there could have been a lead fracture. No futher action is being taken as the patient is getting good stimulation and is reportedly doing well.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model # sc-2138-50 (B)(4) description: scs 50cm lead iii.